Manufacturer narrative:
The user was not able to confirm the model number of the needle or confirm that it is an olympus device. The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined. If additional information becomes available at a later time, this report will be supplemented.

Event description:
The patient reported experiencing coughing up a needle following a lung biopsy procedure. The patient reported going to the hospital for throat pain and in/out voice [sic]. Per the patient, the ear nose and throat specialist noted there is scar tissue from the needle. The patient currently experiences sore throat and in/out voice [sic]. Additionally, the patient reports currently taking pain medication, throat spray and lozenges to address the throat issues. Per the medical records department at the physician's office, the patient had a bronchoscopy on (B)(6) 2020, the office had no record of a lung biospy. Although requested, additional information is unavailable at this time.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A definitive root cause was not identified. Based on the available information, the legal manufacturer was unable to determine the probable cause of the event as it could not be confirmed whether the device was an olympus product. In addition, the actual device was not returned. It is probable the residual needle was caused by the fact the needle broke when the lung biopsy was performed, but the surgeon did not notice it. Regarding the breakage of the needle, it is presumed from the past analysis results that the needle tube was broken by the following mechanism: during the procedure, when the needle tube was pierced into a hard tissue, a bending load was applied to the needle tube, and the needle tube was significantly bent. By pulling the needle slider, a load in the direction of returning to a straight line was applied to the bent needle tube and it broke. The instructions for use (IFU) states the following: when inserting the instrument into the endoscope, the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image while considering such bending. Otherwise, patient injury such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead. Olympus will continue to monitor the field performance of the device.